Event description:
It was reported that at incoming inspection at a distribution centre, there was a potential sterility breach on the packaging of five devices. It was also reported that these devices were not used on a patient and there were no delays as a result of this event.

Manufacturer narrative:
The devices subject to this investigation were returned to the manufacturer for evaluation. It was confirmed that there was a breach to the sterile barrier on one of the device packages. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The labels for these devices have a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.